Event description:
It was reported that the pt has had blood work done for the cobalt testing and her levels are very high. She is scheduled for an upcoming appointment. Pt unsure of surgery dates.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. The pt did not want to provide any additional info. Further correspondence noted that the pt has retained an attorney.